Event description:
It was reported that the time on the insulin pump was not advancing and the buttons were unresponsive. Troubleshooting was performed. It was stated that the device did not alarm during or after the buttons stopped functioning. The battery was removed for two hours, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
No button response due to moisture damage on lcd board. The insulin pump was monitored. No frozen display anomaly noted. Moisture damage noted on electronic assembly.